Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's family that, postoperatively one day after their implantable pulse generator (ipg) was implanted, the patient had become semi-comatose possibly from a stroke. Follow-up was conducted to obtain information on the patient and whether the episode was related to the patient's ipg, but the attempts were unsuccessful. The ipg remains in use. No further patient complications have been reported as a result of this event.